Event description:
On (B)(6), 2012, the pt underwent endovascular repair of a thoracis aortic aneurysm using gore tag thoracic endoprosthesis. The introducer sheath was inserted from the right femoral artery and resistance was felt at that time. The tag was deployed and the sheath was pulled back and removed. When the physician began to close the access site, the blood pressure dropped with the rupture of right femoral artery. An iliac extender was implanted to repair the rupture. Slight leakage was observed at the distal side of the iliac extender. A 6 mm vascular graft was used to solve the leakage which anastomosed with the end of iliac extender. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met pre-release specs.